Manufacturer narrative:
(B)(4).

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment, the sapien 23mm valve position was observed to be 100:0 a/v and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance noted. Post deployment, the xt valve landed too aortic (100% aortic) possibly due to the patient¿s moderate septal hypertrophy and horizontal aorta. After discussion with the heart team, it was decided to perform a valve in valve procedure. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment, the second valve landed in slightly higher than planned but at a position satisfactory to the operators. Since the patient had good circulation and less aortic regurgitation, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. The patient¿s effusion was monitored. Angiography after removal of an esheath revealed a dissection in the access artery and a repair was initiated. The external iliac artery intima was found to be detached which obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. An increase of the pericardial effusion was observed leading to cardiac tamponade and open chest drainage by subcostal incision was performed and hemodynamics improved. The progress was monitored and after no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team speculated that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve-in-valve procedure. The physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side. The aortic annulus diameter measured 19.5mm with mild calcification by CT. The access vessel minimum luminal diameter (mld) measured 6.0 with no calcification and tortuosity.

Manufacturer narrative:
This is one of 3 reports submitted for this case. Please reference manufacturer reports no. 2015691-2015-03595 and 2015691-2015-03598. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. It this case, the exact cause of the post deployment pericardial effusion cannot be confirmed. However, the physician considered that it was due to an annulus rupture caused by over-inflation of the xt valve frame during valve in valve procedure. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This report is regarding the pericardial effusion noted post deployment of the valve. Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment the sapien 23mm valve position was too aortic and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance. A valve implantation was attempted in the usual manner but the xt valve was landed too aortic (100 % aortic) due to septal hypertrophy and horizontal aorta. After discussion in the heart team, it was decided to perform valve in valve. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment the second valve landed in slightly higher than planned. Since good circulation and less aortic regurgitation were observed, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. However the patient's progress was monitored. Angiography after removal of an esheath showed dissection in the access artery and a repair was started. Due to the repair, protamine could not be reversed. The external iliac artery intima was found to be detached and it obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. Protamine was reversed thereafter. Since increase of pericardial effusion was observed and it was likely to lead to cardiac tamponade, open chest drainage by subcostal incision was performed and hemodynamics were improved. The progress was monitored for a while. After no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team considered that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve in valve procedure. And the physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side.